Manufacturer narrative:
(B)(4). Based on the review of the fluoroscopy images provided to st. Jude medical, externalized conductors were observed in a region proximal of the rv shock coil. This section of the lead is not covered by optim insulation.

Event description:
It was reported that externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Physician elected to cap and replaced the lead. Patient was well post-procedure.